Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that olympus that a colonovideoscope did not insufflate. The reported issue was found before examination. There was no patient injury or adverse event reported to olympus.

Event description:
During evaluation, a dark rubbery material could not be removed and was clogging the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5, g2 (also selected ¿other¿) which was inadvertently left off the initial report. The device was evaluated and additional defects were discovered: bending section cover glue was separated, bending angulations were out of specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling / user mishandling. The foreign material appears to be seal residue (outside the device itself). The event can be prevented by following the instructions for use: "-inspection of the air-feeding function -inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.